Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient experienced a fracture at the distal end of the osteotomy, requiring stabilization with a fully porous coated stem and strut allograft.

Manufacturer narrative:
No device or photos were received; therefore, the condition of the device is unknown. Device history record review and complaint history review could not be performed as the lot numbers are unknown. The reported device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.